Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process. Investigation conclusion: not confirmed: bd was unable to confirm the complaint for the defect claimed. Root cause description: based on the results of the investigation to date a root cause has not been determined for the defect described in this complaint, since the presence of the sample problem is fundamental to determining a possible root cause.

Event description:
It was reported that retraction failure occurred with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "the moment you pressed the button of the safety device for needle retraction, it did not work, leaving the needle exposed. Luckily without damage to the developer, but was considered an obvious risk brought about by the failure of the material. Information received by email on 4/24/2019: there was no damage, only a need to make a new punction in the patient. There was no exposure of blood or chemotherapic to the skin. The drug used was: buscopan, pantoprazol and saline (25apr2019)."